Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, yellow particles in device inner surface and one curved opening. A microscopic analysis and leak test were performed which identified one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening striated in the side anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implants due to the patient's concern with the product.

Event description:
Healthcare professional reported left side exchange from ¿textured to smooth implants due to the patient's concern with the product¿. Healthcare professional additionally reported ¿the plug had dislodged from valve but was still intact with strap attached¿ upon removal. Device has been explanted.

Event description:
Healthcare professional reported, left side exchange from ¿textured to smooth implants, due to the patient's concern with the product¿. Healthcare professional additionally reported, ¿the plug had dislodged from valve, but was still intact with strap attached¿ upon removal. Device has been explanted.